Manufacturer narrative:
The event reported in this 3500a also represents a potential accidental radiation occurrence (aro) per 21 cfr 1002.20(a). Per 21 cfr 1002.20(c), this event is being reported under part 803. Supplemental aro information is as follows: (B)(6). Number of persons exposed: 1. Number of persons adversely affected: 0. Actions taken to control, correct, or eliminate: see narrative above and/or previous MDR submissions.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the described behavior exhibited in the logs was consistent with the intended performance. Analysis found that the software functioned as designed.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that opened and closed the gantry door resolved issue. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that mid spin, the system displayed a warning message and aborted the spin. They were able to open the system up and pull it out from the patient, and once they did that, they closed the gantry and opened it back up. They were then able to do a full spin and completed the case without any further issues. This event occurred intra/perioperatively with less than one hour delay to surgical time. There was no impact on patient outcome.